Event description:
It was reported to vyaire medical problem with avea ventilator during patient use. It was during CPAP/psv mode (continuous positive airway pressure/ pressure support ventilation), a circuit occlusion alarm has showed up. The customer confirmed that there was no patient harm associated with the event. An alternative event ventilator was used to prevent patient harm.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer has tried to swapped the flow sensor but the error is not fixed. The vent still shows circuit occlusion alarm. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.